Manufacturer narrative:
Product analysis: the device was returned to medtronic for evaluation. The device returned with a 0.014¿ non-mdt guidewire loaded, which was removed with no issue. A tip detachment was evident. The detached portion returned which included the marker band and exposed coil. Immediately proximal of the tip, the lumen was also stretched. The od of the undamaged lumen was within specification. No other damage was evident to the remainder of the device. Confirming removal difficulties based on the condition of the returned device. Additional information: the lesion was pre-dilated. The launcher guide catheter was inspected after removal from the packaging with no issues noted. The tip detached fully into two separate pieces. Resistance was noted during the insertion/delivery of the launcher guide catheter device and it seemed that excessive force was used. The kink was noted during withdrawal of the device from the patient. Another telescope and launcher were used as replacement devices with no issues noted. Both devices were used in the patient. There is no complaint against these devices, and the devices were not defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one telescope guide extension catheter (gec) in a moderately calcified, moderately tortuous lesion with 100% chronic total occlusion (cto) in the mid (cass#2) right coronary artery (rca). The telescope was inspected with no problems observed. The telescope was prepped per IFU with no problems observed. Resistance/discomfort was encountered during device delivery. It was reported that there was resistance in the launcher guide catheter during removal of the telescope, and when the telescope was removed it was noted that the telescope tip had detached/ruptured. The tip detached within the launcher device and was removed along with the launcher guide catheter. All fragments were removed. It was also reported that the launcher guide catheter appeared to be kinked. There was no health damage to the patient.